Event description:
Three falsely elevated ctni results were obtained on the dimension rxl max. The false positive result samples were run on an alternate dimension analyzer and negative results were obtained. The high results were not reported. Analysis of instrument performance resulted in repair on the hm mixers.